Event description:
A customer reported a malfunction on their pump, specifically displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur afterward. The customer was informed to continue using the pump and to call back if the malfunction happens again.